Event description:
The customer reported a vent inop condition, da pcba adc failed. Patient impact unknown.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair. To date no further details have been provided.